Event description:
Customer reported: "unable to clear ua07." No adverse event reported.

Manufacturer narrative:
Autopulse platform was evaluated, archive files showed multiple ua7 errors (discrepancy between load 1 and load 2 too large). It was determined that load cell module 1 was defective. Following replacement of the load cell, board passed final test. No adverse event reported.